Event description:
Device malfunction: unk. Time of malfunction: during vessel closure. Time of symptoms/ae: 24 hours post vessel closure. Symptoms/ae: stenosis; loss of foot pulses. It was reported that a physician trained in the use of the starclose device attempted an antegrade arteriotomy closure of the femoral artery after an unspecified procedure. Hemostasis was not achieved with the clip. Manual compression and a compression dressing were used to achieve hemostasis. Twenty four hours after the vessel closure procedure, the pt experienced loss of foot pulses in the arteriotomy limb. Echo doppler exam indicated a stenosis at the site of the starclose clip. The stenosis was treated with cross -over approach pta and stenting. The angiogram revealed the starclose clip was properly positioned on the external femoral artery wall. Though requested, no add'l info was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt, and device info. The customer reported the device was discarded. The lot number was not provided, therefore, a device history record review could not be performed.